Manufacturer narrative:
A ge service representative performed an on site investigation. The reported failure could not be duplicated. As a proactive measure reloaded software, erased flash and reloaded config. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9900 system has intermittent communication errors and slow operation of the workstation functions. There was no report of patient injury.